Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4) .

Event description:
The customer reported via phone call that they experienced fluctuating blood glucose. Customer reported waking up to a high of 246 mg/dl, which later declined to 39 mg/dl. The customer stated their low blood glucose was caused by the customer not correcting their basal settings. The customer also reported their blood glucose rose to 986 mg/dl in one incident. Customer was hospitalized for their high. The customer also reported they were treated with an IV for their high blood glucose. It was also found the customer lost their eye sight. Customer also reported another incident where their blood glucose declined to 22 mg/dl. Customer was treated with orange juice or glucose tablets during this incident. The customer's current blood glucose was 60 mg/dl. The customer declined to return the insulin pump for analysis.